Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. There was no reported adverse impact to the customer. Multiple contact attempts were made by tandem technical support to determine if the issue persisted with multiple usb cables; however, no additional information could be obtained.